Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Customer states she is from barbados visiting the us and is calling to report that she brought her performa meter and test strips that she purchased in barbados to the us to test. While here, she did not feel well, so she purchased a us guide meter and us test strips in order to do a comparison reading. Customer allegedly received the following results, with two different meters, within 10 minutes: 3.1 mmol/l (performa) and 155 mg/dl (guide). No adverse event reported. Return of the suspect device was requested for evaluation.